Manufacturer narrative:
H4: the lot was manufactured between december 18-20, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The pump was meant to administer 111ml, but approximately 70ml was still left in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.